Event description:
The patient was one day postoperative l3-4, l4-5 laminectomy and was being prepared for discharge. The neurosurgical physician assistant was at bedside to remove bulb suction drain (blake drain) that had been placed intraoperatively. While removing blake drain, the drain tubing broke near the point of entry with a portion of the drain remaining within the incision. The neurosurgeon was immediately notified and arrived at bedside but was unable to retrieve the drain fragment. The patient was returned to the operating room for safe retrieval of retained medical device.